Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response. There was functional undersensing noted on the right atrial (ra) lead and the patient's heart rate was below the programmed lower rate of the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2013. (B)(4).